Manufacturer narrative:
This product is not marketed in the us. (B)(4). Result: work order search: no similar complaints were reported for units in the same lot. Conclusion: off label use (keratoconus eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+4.5/144 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, fluctuations in visual acuity, and accommodative spasm. On (B)(6) 2017 a secondary surgery for iridectomy was performed, and the patient started pilocarpine treatment. Based on surgeon's comments doctor is monitoring the patient's status. At the date of MDR submission, the lens remains implanted.